Event description:
The catheter broke during reposition of pt. Rn witnessed break of line and notified md. Md came in and immediately pulled the line. Md verified all catheter parts removed.

Manufacturer narrative:
Results of a device evaluation will be filed in supplemental when sample is received.